Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e's touch screen was frozen upon start-up. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was the known issue with partially driven lines most likely caused by a manufacturing quality / soldering issue (head-in-pillow effect). The configuration of the touch controller with software v6.0.1100.0 and lower is then leading to a blocked touch screen. As a resolution the issue was resolved with a software update.